Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. The customer stated that she changed the infusion set twice, but the high blood glucose levels continued. Troubleshooting was performed and the insulin pump had the wrong date. The insulin pump did not pass the prime test. The customer stated that she had primed the insulin pump, but there was no prime in the prime history. The insulin pump was replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.